Event description:
Patient stated that tube feed machine turned off at 0000 and only called after 330 to state it was off. Pump didn't beep or warn us. Patient stated he thought it was normal and didn't want to bother us. None of the new kangaroo pumps notify us that they have turned off on their own. After turned back on, pump was working fine.pump was sent to biomed for repair check. A check was performed could not duplicate reported issue. The pump was returned to patient care equipment.